Event description:
It was reported that the reservoir migrated out of its space. The patient underwent a surgical procedure in which the reservoir was repositioned. No components were explanted. There were no patient complications.

Manufacturer narrative:
The implant date, lot number, manufacturing date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by physician.